Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed that the integrated electrosurgical unit (iesu) erbe generator had an error m-02. Prior to calling, the customer power cycled the erbe twice but the error returned both times. The technical support engineer (tse) reviewed the logs and found multiple 25913 errors related to m-02 generator error. The tse had the customer hard power cycle the erbe but the issue remained. The tse had the customer hard power cycle the system and remove all cables on the back and reconnect only the rcb cable but the error persisted. The tse had the customer locate a force triad generator to use in place of the erbe. The customer located the force triad but had no cables to connect it to the vision side cart (vsc). The customer had another da vinci system but it was in use at the time of the call. The customer was just docking to the patient when they called in. The customer opted to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made three follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed the system logs and found repeated c-00 and m-02 errors on the integrated electrosurgical unit (iesu). The customer informed that they had tried multiple energy cables and multiple instruments. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis of the iesu-erbe with an in-house system confirmed the reported event. The generator issue and the reported m-02 and c-00 error faults were reproduced. The product will be sent to the original equipment manufacturer (OEM) for repair and will be restored to full specification. A review of the procedure log showed a cholecystectomy procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following related system errors: iesu error: m-02 - module timeout (a module didn't send its status message within the expected time). This complaint is reportable due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to repeated erbe errors. The erbe was investigated and fa confirmed a component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.